Event description:
It was reported to medtronic neurosurgery that the patient was hospitalized for an aneurysm. According to the report, the patient un derwent a ventriculoperitoneal shunt operation on (B)(6) 2014 due to intraventricular hemorrhage and hydrocephalus. It was reported that an autopsy will not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.